Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat ctni cartridge yielded a star-out result on whole blood. The second result yielded a positive result of 2.9. Different sample tested on laboratory instrument yielded a result of 0.02, 11 hrs later.